Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('mine was as painful as when they freaking put those damn coils in me') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pruritus ("I had my hairdreser check my hair for bugs be I can't stop itching there/I've gotten close to scratching my left leg"), carpal tunnel syndrome ("starting to develop carpal tunnel syndrome"), pain in extremity ("hand pains") and arthralgia ("wrist/joint pains"). The patient was treated with surgery (hystrectomy). Essure was removed. At the time of the report, the pelvic pain, pruritus and carpal tunnel syndrome outcome was unknown and the pain in extremity and arthralgia had resolved. The reporter considered arthralgia, carpal tunnel syndrome, pain in extremity, pelvic pain and pruritus to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: pruritus, carpal tunnel syndrome, pain in extremity and arthralgia". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received: event pelvic pain was updated from non serious incident to serious incident. Intervention required (device),medically significant was tick. And reporter information added on 20-mar-2020: process with fu3. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.